Manufacturer narrative:
Di: (B)(4). Device is a combination product (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-0759.5 it was reported that stent damage occurred. The target lesions were located in the left main trunk (lmt), left circumflex (lcx) and moderately calcifed first diagonal (d1) and were 75%, 90% and 75% stenosed, respectively. After a 24 x 3.50 promus premier¿ drug eluting stent was implanted in the lmt to lcx, intravascular ultrasound (ivus) was performed and revealed that the implanted stent was well apposed to the vessel wall. The physician advanced a non bsc stent to treat the first diagonal, however, the non bsc stent came into contact with the previously placed promus premier¿ stent and the proximal part of the latter stent was deformed longitudinally. Post dilatation was attempted using an 8mm x 4.50mm nc quantum apex¿ balloon catheter, however, during unspecified inflation at nominal atmospheres, the balloon ruptured. Dilatation was then performed using a non bsc balloon catheter and the procedure was completed with the placement of a non bsc stent to cover the deformed area of the promus premier¿ stent. No further patient complications were reported and the patient's status was good.